Event description:
The machine had frequent air detections. After checking for power board failure, the hospital had to buy replacement parts. New parts sn.(B)(6), bad board sn.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).